Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message, "scan again in 10 min message," while wearing the adc freestyle libre sensor. On (B)(6) 2020, as a result of the customer being unable to monitor their blood glucose, they were unable to self-treat and lost consciousness. The customer was treated by both non-hcp and hcp with a shot of insulin (brand/ dose unknown.) There was no report of death or permanent injury associated with this event.